Event description:
Customer reported false negative reactions with 0.8% selectogen cells lot vs764-2 (e+) in manual gel with 1 sample that had previous history of anti-e. On (B)(6) 2014, a sample was tested with 0.8% selectogen lot # vs764 and cell # 2 reacted 2+.however, on (B)(6) 2014, when a new sample from the same patient was tested with same lot, the antibody screen was negative. Customer stated facility repeated testing with second sample with an increased incubation and still no reactivity was noted. Patient had been transfused and all units transfused from (B)(6) 2014 onwards were e- negative. Customer further stated there was no transfusion reaction noted and patient was discharged without further issue.

Manufacturer narrative:
Ocd performed batch review, donor history and complaint review by lot. All results were satisfactory. The lack of reactivity from sample to sample may be due to biological variability of the patients' sera possibly associated with the transfusion history. No further investigation could be performed as the samples had been discarded and the reagent was expired. (B)(4): lot had expired prior to complaint being received.